Event description:
It was reported that on (B)(6) 2010, the subject was admitted to undergo a l5 laminectomy, s1 laminectomy, l5/s1 posterolateral arthrodesis using bilateral pedicle screw instrumentation at l5 and s1 as well as use of allograft bone chips, rhbmp-2/acs, and local bone for fusion. Pre/post-operative diagnosis for the patient was lumbar stenosis, lumbar spondylosis, l5/s1 spondylolisthesis and l5 spondylolysis. Used during the procedure was a lighted z pedicle screw instrumentation with 6.5 x 15 mm screws placed bilaterally at l5 and s1 with prebent lordotic rods placed bilaterally and then encapsulated each screw. Due to the complicated procedure, the operation was performed by both a neurologist as well as an orthopedic surgeon. A complete laminectomy was performed at the l5 and s1 in order to decompress the level. Foraminotomies were performed bilaterally as well. Spondylolytic defect was immediately evident during dissection of the lamina. Upon completion of the laminectomy, the l5/s1 disk was noted an there was not a herniation so discectomy was not performed at this level. Bilateral pedicle screws were then placed at l5 and s1. Local autograft as well as allograft chips with bone matrix were then used posterolaterally for fusion purposes. Rods were then placed bilaterally and then the l5/s1 screws and caps were applied and final tightening. A hemovac drain was placed in the lumbodorsal fascia of the lumbar spine. The patient was noted to have tolerated the procedure well and post-operatively, exhibited 5/5 motor strength in his bilateral lower extremities. On 18 march 2010, the patient stated that his pain was controlled. His neuro status was found to be unchanged. His hemovas was removed and he was then discharged home in stable condition with medical treatment for pain management. The patient had been evaluated by a physical therapist and deemed to be a good candidate for outpatient physical therapy. No additional information was provided. Reportedly, the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.